Event description:
According to the reporter, during a video gastroplasty surgery, the reload did not close completely. After stapling, there was little bleeding. The surgeon used an electric scalpel for cauterization and placement of clips were done to stop the bleeding. Another device was used to resolve the issue. It was also noted that the dissector did not coagulate or cut correctly and it was very slow. The issue resulted to extended surgical time due to the time required to perform cauterization and placement of clips to stop the bleeding.

Manufacturer narrative:
D10 concomitant products: egia60amt, egia60amt egia 60 artic med thick sulu, (lot# p4h0862); egia60amt, egia60amt egia 60 artic med thick sulu, (lot# p4h0862); egia45avm, egia45avm egia 45 artic vasc med sulu, (lot# p4e0929); egia45avm, egia45avm egia 45 artic vasc med sulu, ((lot# p4e0929); egia45avm, egia45avm egia 45 artic vasc med sulu, (lot# p4e0929); sigphandle, sig power sigphandle handle, (serial#: (B)(6)); sigadaptstnd, sig power sigadaptstnd linear adapter, (serial#:(B)(6)) sigpshell, sig power sigpshell control shell, (lot# n4c2333ry); scda39, ultrason dissect scda39 curved jaw 39cm, (lot# 41910165x). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: d3, d4(UDI) additional info: g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d4 (UDI) , g3, h3, h6 correction: d9 (return date) h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. A video was also provided. Visual inspection noted the reload was loaded into a representative powered handle. The handle recognized that the reload loaded, and then the reload was clamped fully and unclamped fully. The reload was loaded into a representative instrument. The reload was clamped fully and unclamped fully. The interlock was overridden. The reload was cycled without hesitation or binding and was applied to test media. The test media was cleanly transected. The reload interlock was tested and found to function properly. Through the film analysis, the reported condition of staple line bleeding was confirmed and reported condition of jaws will not close was not confirmed although it was confirmed in the video and image analysis. It was reported that the reload did not close completely and after stapling, there was little bleeding. The reported issues could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially c ontributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. A video was also provided. Visual inspection noted that a monitor displaying a tissue cavity could be seen. A 60mm reload was clamped on tissue. A staple line was visible. The reload was fired and transected the tissue. The reload was unclamped. Staples could be seen between the jaws of the reload. A monitor displaying a tissue cavity could be seen. A grasping instrument holding gauze was applied to tissue. Red residue could be seen on the gauze but the tissue could not be properly examined for bleeding or staple lines. It was reported that the jaws did not close completely and the staple line was bleeding. The reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.